Event description:
It was observed during the device evaluation, there was scope detection failure due to socket failure when using the light source. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (6) years since the subject device was manufactured. Based on the results of the investigation, according to the event "scope detection failure", olympus surmised that the scope could not be detected due to faulty output socket. An additional adverse event of "traces of fluid reflux inside the output socket", phenomenon was reproduced at the repair department. However, there was no further information on the cause of the fluid reflux. Olympus were, therefore, unable to surmise a cause. Olympus will continue to monitor field performance for this device.